Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, several registrations were completed, however, were inaccurate by 2mm. Accuracy was checked on fiducial markers; inaccuracy was lateral. Trouble-shooting did not resolve the issue. The surgeon opted to discontinue navigation and halted the procedure. Surgery was re-scheduled.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Manufacturer narrative:
The software investigation found that the archived images indicated that the tip of the nose was missing from the patient scan which was not to protocol, and a registration fiducial that was floating in empty space was used for registration. The software functioned as designed.